Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces and debris under display window. No button error alarms noted the insulin pump has cracked case at display window corners, reservoir tube, reservoir tube lip, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.